Manufacturer narrative:
The insulin pump was received with a button error alarm due to moisture damage on the keypad traces. No moisture damage on the electronics noted. The unit had a minor scratched display window, cracked display window corners, a broken belt clip slot, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 92 mg/dl. Troubleshooting was performed. The device was returned for analysis